Event description:
A report received from the USA stated the device will not run. Device was being used in surgery. There was no injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated. The problem was not confirmed. The device met all specifications and no failure was detected. Ref: (B)(4).